Event description:
Surgeon attempted to remove drain at bedside. Drain tore, leaving approximately 5 inches retained material in the patient's abdomen. The retained portion was removed surgically the following day.